Event description:
It was reported they had inadequate pain relief. Diagnostic methods included examination/palpation. The stimulator no longer provided pain relief on (B)(6) 2014. Etiology included not related to the implant procedure and related to the device or therapy. The severity was mild and the outcome was unknown. Additional information reported the patient had inadequate pain relief and the patient was not using their system because it was not helpful. The system was replaced with a non-medtronic system. Etiology was noted as programming/stimulation but was also noted as not due to the programming. The event was possibly related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).